Event description:
It was reported that the patient presented in-clinic with dizziness. During interrogation low shock impedance, possible output circuit damage and several warning episodes were observed. The patient condition has stabilized.